Event description:
It was reported to st. Jude med that the ICD displayed a shorted output stage detection message. The last high voltage lead impedance was listed as "n/a" and that the diagnostics displayed several shocks and aborted shocks due to output circuit damage. As a result, both the lead and the device were explanted. The pt was placed on external defibrillation support. When inspecting the lead, an insulation break was observed. Technical svs explained that the lead issue may have caused damage to the ICD during high voltage therapy delivery.